Manufacturer narrative:
Insulin pump had blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she flushed the insulin pump down the toilet. Customer's blood glucose level was 156 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.